Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2014-03607, 1627487-2014-03609. The patient has 2 cervical 3166 scs leads and 1 thoracic 3286 scs lead. This issue is related to one of the cervical leads; it is unknown which lead; therefore, both are being reported. It was reported that patient is no longer receiving stimulation in his upper extremities. Diagnostics revealed invalid impedance values for one of the leads and x-rays revealed the lead was pulled and disconnected from the extension. An sjm representative was unable to restore stimulation with reprogramming. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4 reference MFR. Reports:1627487-2014-03607, 1627487-2014-03609 & 1627487-2015-03142.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.